Event description:
The user facility reported while attempting to cauterize a bleeding polyp in a pt's colon, the hemostasis probe unit reportedly provided no energy when activated. The procedure was completed with a similar, but different device. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for eval, as the device was already discarded. The cause of the user's experience could not conclusively be determined due to absence of the device to investigate. This report is being submitted as a medical device report in an abundance of caution.